Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) it is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope camera is out of focus when zooming. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that due to damage on the zoom charge-coupled device unit, the zoom did not work smoothly. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a dent on the scope cover. It was observed that the light guide lens, objective lens, control unit and the plastic distal end cover had discoloration due to deterioration caused by chemical stress or due to insufficient cleaning. It was also observed that the universal cord had a wrinkle due to bending at a sharp angle. Additionally, it was observed that the universal cord had a dent due to physical stress. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the paint on the air/ water cylinder was peeled. It was also observed that the suction cylinder was shaved due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, universal cord, protector of the universal cord on the scope connector side, scope cover, protector of the universal cord on the control section side, connecting tube, scope connector cover unit, lock engagement lever, lock engagement knob, up and down knob, right and left knob, flexibility adjustment ring, switch one, switch box, grip, control unit and on the scope connector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer did not supply air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.